Event description:
Intraoperatively, central aortic insufficiency and coaptation of one cusp was observed. The valve was replaced with another manufacturer's bioprosthesis. The pt became unstable and expired due to end stage biventricular failure.